Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2012 reporting of a liquid leak around the right side of the lh750 slidemaker. Customer was wearing a lab coat and gloves at the time of the incident and no injury or exposure was reported. Patient results were not affected by the event and there was no change to patient treatment attributed to the leak. Field service engineer (fse) was dispatched and found the leak coming from a small hole worn in the pinch tubing. Fse stated that the instrument was due for preventive maintenance (pm) and the fse replaced tubing vl14 to vl20. It is unknown which specific tube was leaking, however, the fluid consisted of isoton with some blood. Root cause of the leak was attributed to a small hole worn in pinch tubing due to normal wear and tear.